Event description:
It was reported that during a procedure, the ortholock ex-pin's end broke off in the left tibia bone canal. The surgeon decided to not remove the broken tip as it was determined the removal can incur more harm than benefit and that the broken pin inside the tibia bone will have no impact to the patient's outcome. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure, the ortholock ex-pin's end broke off in the left tibia bone canal. The surgeon decided to not remove the broken tip as it was determined the removal can incur more harm than benefit and that the broken pin inside the tibia bone will have no impact to the patient's outcome. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.